Manufacturer narrative:
D9: date returned to mfg.: 4/29/2026. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump had a downstream occlusion alarm (e51039) error¿ could not be confirmed or replicated through downstream occlusion test and the probable cause was unknown. Event log review found a few instances of "high alarm displayed: downstream occlusion." Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a downstream occlusion alarm. Per reporter, there was patient involvement. No patient harm/adverse event was reported.